Event description:
The reporter indicated that the programmed upper rate was too fast. It was recommended to the reporter to perform a backup-reset and re-evaluation of device. On 10/07/98, the reporter called and indicated that although the pacer appeared to have performed a successful back-up reset, it continued to violate the programmed upper rate.